Event description:
It was reported that the patient presented to hospital for an implant procedure. During the procedure, it was noted that the pacemaker exhibited high pacing impedance and a drop in sensing resulted in undersensing when the right ventricular (rv) lead connected the pacemaker. The pacemaker was not used and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported events of under-sensing and high pacing impedance were not confirmed. The device was near beginning of life (bol) level upon receipt. Electrical and mechanical analysis performed indicates normal functionality. Sensing test performed at most sensitive settings measured normal results. Further impedance evaluation under three different loads indicates the device was able to measure the lead impedance within normal range. Visual inspection of the header and connector did not find contamination or foreign material that could contribute to the reported events. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.